Manufacturer narrative:
Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported that the vela ventilator was alarming ventilator inoperable (vent inop). The customer reported that this occurred during patient use and the ventilator was replaced but there was no information regarding patient harm or injury, it is currently unknown.